Event description:
It was reported that the burr was stuck. A rotablator burr was selected for use. During procedure, it was noted that the burr was stuck. The procedure was completed with another of the same device. No complications were reported and patient's condition is stable.

Manufacturer narrative:
Describe event or problem: updated. Device code: updated from difficult to remove 1528 to entrapment of device 1212.

Event description:
It was reported that the burr was stuck. A rotablator burr was selected for use. During procedure, it was noted that the burr was stuck. The procedure was completed with another of the same device. No complications were reported and patient's condition is stable. It was further reported that the burr was stuck in the lesion. The device was removed and there were no fragments left inside the patient's body.